Event description:
The customer reported that the system would not track on lateral position and the images were dark.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep performed operational checks and the system is operating as intended. He checked the event log and found nothing. He checked the image directory and dose summaries and did notice that the lateral lower backs were darker but no hlf was used. He suggested to the rad tech to use hlf during laterals and this system is not capable of producing the 9800 quality images, and it was at it's max with the lateral shots in normal fluoro. The system operates as intended.